Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that a call service 064 alarm occurred randomly and a call service 078 alarm occurred during the rewind/load step. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: a review of the black box showed a call service 064 motor rewind alarm. The rewind, load, and prime steps were performed successfully. No call service alarms were duplicated during the investigation.